Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. [(B)(4). Medwatch report # (B)(4).pdf]

Event description:
(B)(4)